Event description:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements on this pacemaker triggered a lead safety switch. Noise from the minute ventilation signal was also noted on the right atrial (ra) channel. Boston scientific technical services (ts) discussed that the lead and the lead-to-device connection should be evaluated and noted that the system could be programmed back to bipolar on the ra channel. No adverse patient effects were reported. Remains in service.